Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The clevis did not exhibit any damage or wear marks. No other damage found. An additional observation not reported by site was that the distal end of main tube had various scratch marks with light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube axis. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable and/or main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, it was noted that the cable on the instrument was broken. No missing or fallen pieces were reported.